Event description:
Event description guidant received information that this ventricular lead was explanted on may 26, 2005. It was previously reported that this patient had two holter monitor studies performed due to suspected oversensing on both the atrial and ventricular channels, a rise in ventricular impedance, variable r-wave and pacing threshold measurements. However, the results of these studies were inconclusive as reports of the findings were conflicting and did not confirm loss of ventricular therapy. This lead was later returned from the explanting facility in august 2005 with allegations of failure to capture and oversensing.